Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depressed"), fatigue ("fatigue"), headache ("headaches"), tooth disorder ("dental issues"), alopecia ("hair loss"), rash ("skin breakouts"), abdominal pain lower ("cramps"), anxiety ("anxious"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), blood disorder ("blood or heart disorder/condition: unspecified"), cardiac disorder ("blood or heart disorder/condition: unspecified"), visual impairment ("vision/eye problems: unspecified"), eye disorder ("vision/eye problems: unspecified"), arthralgia ("pain: both sides of hip area"), pelvic pain ("pain: near pelvic area") and mental disorder ("psychological or psychiatric problems : unspecified") and was found to have weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed in december 2015. At the time of the report, the abdominal pain, genital haemorrhage, depression, weight decreased, fatigue, headache, tooth disorder, alopecia, rash, abdominal pain lower, anxiety, menorrhagia, hormone level abnormal, female sexual dysfunction, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, cystitis, vaginal discharge, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, visual impairment, eye disorder, arthralgia, pelvic pain, mental disorder and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, bladder disorder, blood disorder, cardiac disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 1521bs. Over the next several months, patient sought treatment on multiple occasions for symptoms. She has been left with serious injuries. Fu (B)(6)2019, discrepancy in essure insertion date: 2012. 2012, transvaginal ultrasound; unspecified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 115.193 kgs. Hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 6-mar-2019: pfs received : reporter information was updated. Her demographic was updated. Per plaintiff fact sheet following events: abnormal bleeding (vaginal), hormonal changes, apareunia (inability to have sexual intercourse), migraines, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder/ urinary tract/vaginal): unspecified, bladder or urinary problems or changes: unspecified, blood or heart disorder/condition: unspecified, vision/eye problems: unspecified, pain: both sides of hip area and pain: near pelvic area were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depressed."), weight decreased ("weight loss"), fatigue ("fatigue,"), headache ("headaches,"), tooth disorder ("dental issues"), alopecia ("hair loss"), rash ("skin breakouts"), abdominal pain lower ("cramps,"), anxiety ("anxious") and menorrhagia ("prolonged menses"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, depression, weight decreased, fatigue, headache, tooth disorder, alopecia, rash, abdominal pain lower, anxiety and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, fatigue, genital haemorrhage, headache, menorrhagia, rash, tooth disorder and weight decreased to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.